Manufacturer narrative:
Age at time of event: under 18 years. (B)(4). Device evaluated by MFR: the device was returned for analysis. There was blood and contrast on the device. Microscopic examination and tactile inspection revealed numerous kinks throughout the hypotube and distal shaft, with part of the distal shaft flattened (near tip). The (damaged) outer diameter (ID) of the guidezilla measured with exceeding specifications. The undamaged portion of the shaft met the specification. Microscopic examination of the collar or proximal shaft weld revealed a partial separation. Microscopic examination of the tip revealed damage (oval/flattened). The guide catheter used in the procedure was not returned for analysis. A mach 1 guide catheter was used for functional testing. The guidezilla was loaded into the hub of the mach 1, but could not advance further into the sheath, due to the tip and shaft damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07jul2016. It was reported that catheter advancing difficulties and shaft kink occurred. The 75%stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). A guidezilla(tm) was selected for use. During the procedure, resistance was encountered upon delivery of the device. The physician continued to advance the device into a non bsc catheter; however, it was unable to advance further. Subsequently, the device was kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, device analysis revealed a partial separation of the collar.